Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On 22aug2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced persistent neurological dysfunction and stroke in the left parietal lobe. Intradural hematoma was diagnosed based on computed tomography. No surgery or drug therapy was performed. The patient was on anticoagulant therapy with heparin at the time of the event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced persistent neurological dysfunction and stroke in the left parietal lobe. Intradural hematoma was diagnosed based on computed tomography. No surgery or drug therapy was performed. The patient was on anticoagulant therapy with heparin at the time of the event. The patient experienced respiratory discomfort, aortic regurgitation, it was judged that surgery was necessary. On (B)(6) 2022 additional information was received that the patient was readmitted to the hospital due to aortic valve formation and remained hospitalized from (B)(6) 2020 to (B)(6) 2020. Aortic valve formation was performed. The causal relationship is was reportedly clearly related.

Event description:
The patient was treated with aortic valvuloplasty.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The IFU lists potential adverse events, including bleeding and stroke, that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Additionally, the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.